Event description:
Event description guidant received information that this transvenous defibrillation lead was fractured at the is-1 connection. The lead was removed from service and surgically abanoned. A new device was implanted pectorally utilizing the existing leads. One hour after the implant procedure, the device delivered an inappropriate shock. Testing revealed no reason for the therapy. Pacing parameters were successfully reprogrammed. Device remains actively implanted. To date, system and patient are doing well. Physician to monitor patient for future episodes.